Event description:
Additional information was received that the modular cable was exchanged. The alarm did not reappear. The patient was stable and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not conclusively be determined through this evaluation. The system controller event log files contained events from(B)(6) 2023. A driveline power fault alarm was captured at 06:28 on (B)(6) 2023. This alarm remained active until a driveline disconnect was captured approximately 3-minutes later, consistent with the report that the patient exchanged their controller. Following connection to the new controller, the pump ramped up to the set speed without issue. No other notable events or alarms were captured until an additional driveline power fault alarm was captured at 11:34 on the same day. This alarm remained active until an additional driveline disconnect was captured approximately 6-minutes later. The driveline appeared to be reconnected approximately 10 seconds after being disconnected and the pump ramped up to the set speed without issue. The observed driveline disconnection and reconnection event are consistent with the report that the patient disconnected and reconnected their driveline while on their way to the hospital. No other notable events or alarms were captured. The pump operated at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 at around 6:30 the patient experienced a driveline power fault alarm on their controller. The patient decided to exchange their controller. After the exchange, the alarm resolved. However, the alarm appeared again at around 11:30. The patient informed the hospital and was admitted. On the way to the hospital, the patient disconnected and reconnected their driveline which resolved the alarm. After the second episode, no further alarms appeared. The patient was to stay in the hospital for the next 48 hours for close monitoring. It was also noted that the patient had several damaged areas on the outer layer of their driveline close to the driveline exit site which had been repaired with rescue tape in the past.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.